Manufacturer narrative:
(B)(4).

Event description:
The following additional information was provided by the surgeon. The patient's preoperative bcva was 20/30 and preop iop was 14 mmhg. The patient presented with hyphema on (B)(6) 2015 which caused iop elevation and red blood cell layering in the anterior chamber. Intervention was performed to washout the anterior chamber twice and perform a vitrectomy (performed on (B)(6) 2015). The patient's most recent bcva was 20/20 and most recent iop was 11 mmhg. After the vitrectomy the hyphema and vitreous hemorrhage resolved.

Event description:
Cataract surgery with attempted implantation of the istent was performed on (B)(6) 2015. The initial complaint information indicated that the stent was not able to be implanted due to compromised visibility, but there was no mention of injury or impairment. Follow-up information was requested and the surgeon later reported that postoperatively, the patient presented with hyphema and elevation of intraocular pressure. Intervention was performed on two occasions to washout the anterior chamber, but the patient has a persistent/non-clearing vitreous hemorrhage. The patient's prognosis is guarded and a vitrectomy may be required. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The device is not available for evaluation. Hyphema, iop evaluation, and vitreous hemorrhage are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4).